Event description:
Customer reported via phone call that they experienced a hyperglycemia, diabetic ketoacidosis and had hospitalized for treatment. Customer blood glucose level was unknown. It was unknown about used of  insulin pump system within 48 hours of reported event. It was unknown about troubleshooting  and it was unknown about auto mode feature was active or not at time of event. No further patient complications were reported. The products will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.